Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device'), pregnancy with contraceptive device ('pregnancy (with complications) / pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('pregnancy (stillbirth or miscarriage)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), acne ("rashes or skin conditions type: acne"), migraine ("migraines/ headache"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), weight fluctuation ("weight gain / loss specify which one") and alopecia ("hair loss") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (surgical removal of coil(s)). Essure was removed. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, depression, anxiety, acne, migraine, tooth disorder, dysmenorrhoea, dyspareunia, pelvic pain, weight fluctuation and alopecia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, acne, alopecia, anxiety, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: patient undergo essure confirmation test removal dates for essure not mentioned. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs was received- previously reported event ¿injury¿ was updated to ¿migration of essure device location of device¿, new events: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), infection (bladder), infection (urinary tract), infection (vaginal), psychological or psychiatric problems condition: depression, psychological or psychiatric problems condition: anxiety, rashes or skin conditions type: acne, migraines / headaches, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, weight gain / loss specify which one, pregnancy (stillbirth or miscarriage), device ineffective, pregnancy (with complications) / pregnancy (stillbirth or miscarriage), hair loss¿ , reporter added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('perforation (fallopian tube(s))'), bladder perforation ('perforation (other):bladder'), pelvic inflammatory disease ('pelvic inflammary disease'), intestinal perforation ('perforation (other): bowel'), uterine infection ('uterine infection'), device dislocation ('migration of essure device location of device'), pregnancy with contraceptive device ('pregnancy (with complications) / pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('pregnancy (stillbirth or miscarriage)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), intestinal perforation (seriousness criteria medically significant and intervention required), uterine infection (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), acne ("rashes or skin conditions type: acne"), migraine ("migraines/ headache"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), weight fluctuation ("weight gain / loss specify which one"), alopecia ("hair loss"), autoimmune disorder ("autoimmune disorder"), abdominal distension ("bloating"), feeling abnormal ("brain fog"), mood swings ("mood swings") and fungal infection ("yeast infection") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (surgical removal of coil(s)). Essure was removed. At the time of the report, the device breakage, fallopian tube perforation, bladder perforation, pelvic inflammatory disease, intestinal perforation, uterine infection, device dislocation, pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, depression, anxiety, acne, migraine, tooth disorder, dysmenorrhoea, dyspareunia, pelvic pain, weight fluctuation, alopecia, abdominal distension, feeling abnormal, mood swings and fungal infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abortion spontaneous, acne, alopecia, anxiety, autoimmune disorder, bladder perforation, cystitis, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, feeling abnormal, fungal infection, intestinal perforation, menorrhagia, migraine, mood swings, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract infection, uterine infection, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: patient undergo essure confirmation test removal dates for essure not mentioned. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2019: pfs received. New events autoimmune disorder, bloating, brain fog, mood swings, yeast infection, pelvic inflammatory disease, uterine infection, perforation (fallopian tube(s)), perforation (other): bowel, perforation (other):bladder was added. Lab data,reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.